Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc to the glabella and scar. Patient concomitantly injected with botox®. The patient's "skin blanched slightly" and it was massaged. There was no bleeding but it "looked to become a purple colour." Patient was advised that the area could be bruising and to watch the area carefully. Patient was given "se/ac." Four days later, the patient called the clinic and had developed "scabbing and turning a different colour" the day before. Patient came to the clinic and had shown signs of necrosis to the glabella region. The "area in central glabella scabbed with purple discoloration radiating around area, and tracking up to central forehead." There was also a "delayed capillary refill around area." Patient was treated with hyaluronidase mixed with saline in and around necrotic area. The area began to improve after treatment. Patient was also provided with keflex. There were no additional problems after the treatment and the patient was "clearly shaken and upset." Patient returned for a review the following day and stated that the "area felt significantly less painful." Upon review, the area was "less swollen, purple colour has dissipated with localized redness around scabbed areas." A doctor was consulted and did not advise any more hyalase and to continue the antibiotics. The doctor's notes on the patient include "we were confronted by a vascular occlusion of the blood supply of the glabella with delayed capillary return and the formation of a central eschar." The doctor had also recommended red and hot packs along with the keflex and hyaluronidase. The doctor had reviewed the patient the day after the call and observed "good overall improvement with shrinking of the area of necrosis and erythema around it and good capillary return." Patient was again advised to continue with keflex, rest and luke warm hot packs. The doctor contacted the patient the next day and the patient "feels ok with no particular symptoms from the affected area." The patient provided photos to the doctor which they noted as showing "further improvement" since the day before with "more shrinking of the eschar and less erythema." Patient had asked if it was ok to go swimming and was advised only short sessions in sea water and not much exposure to the sun or over-exertion. Patient was contacted again the next day for an update and the doctor 's notes from the patient's photos were that "eschar and surrounding erythema look better" while the patient stated that they were feeling ok but was "a little itchy over the area." Patient was recommended to use aloe vera gel to the area and the rest of the treatment. Patient was reviewed again by the doctor the next day and notes that the "glabella showed an irregular eschar with minimal surrounding erythema" and the "area was soft to touch and not tender." Patient was advised to continue treatment and was also provided with over the counter silicone based dressing to help with irritation and scarring to be used a few days later. Patient update the following day notes they are well and there has been "further improvement" to the glabella eschar since applying the aloe vera. Additional updates a few days later notes that the patient is still feeling ok and that the glabella is getting better. Photos reviewed by the doctor were noted as "looks good." The patient has also been treated with stratomed cream. The blanching, edema, erythema, inflammation/irritation, necrosis, pain, pruritus and vascular occlusion have all resolved. Patient still has ongoing skin discoloration and scar.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, purple discoloration, necrosis, delayed capillary refill, itching, swelling, pain, vascular occlusion, irritation, scarring, redness and eschar formation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, itching, pain, inflammation, scarring, ischemia, necrosis and skin discoloration: "contra-indications: ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc to the glabella and scar. Patient concomitantly injected with botox®. The patient's "skin blanched slightly" and it was massaged. There was no bleeding but it "looked to become a purple colour." Patient was advised that the area could be bruising and to watch the area carefully. Patient was given "se/ac." Four days later, the patient called the clinic and had developed "scabbing and turning a different colour" the day before. Patient came to the clinic and had shown signs of necrosis to the glabella region. The "area in central glabella scabbed with purple discoloration radiating around area, and tracking up to central forehead." There was also a "delayed capillary refill around area." Patient was treated with hyaluronidase mixed with saline in and around necrotic area. The area began to improve after treatment. Patient was also provided with keflex. There were no additional problems after the treatment and the patient was "clearly shaken and upset." Patient returned for a review the following day and stated that the "area felt significantly less painful." Upon review, the area was "less swollen, purple colour has dissipated with localized redness around scabbed areas." A doctor was consulted and did not advise any more hyalase and to continue the antibiotics. The doctor's notes on the patient include "we were confronted by a vascular occlusion of the blood supply of the glabella with delayed capillary return and the formation of a central eschar." The doctor had also recommended red and hot packs along with the keflex and hyaluronidase. The doctor had reviewed the patient the day after the call and observed "good overall improvement with shrinking of the area of necrosis and erythema around it and good capillary return." Patient was again advised to continue with keflex, rest and luke warm hot packs. The doctor contacted the patient the next day and the patient "feels ok with no particular symptoms from the affected area." The patient provided photos to the doctor which they noted as showing "further improvement" since the day before with "more shrinking of the eschar and less erythema." Patient had asked if it was ok to go swimming and was advised only short sessions in sea water and not much exposure to the sun or over-exertion. Patient was contacted again the next day for an update and the doctor's notes from the patient's photos were that "eschar and surrounding erythema look better" while the patient stated that they were feeling ok but was "a little itchy over the area." Patient was recommended to use aloe vera gel to the area and the rest of the treatment. Patient was reviewed again by the doctor the next day and notes that the "glabella showed an irregular eschar with minimal surrounding erythema" and the "area was soft to touch and not tender." Patient was advised to continue treatment and was also provided with over the counter silicone based dressing to help with irritation and scarring to be used a few days later. Patient update the following day notes they are well and there has been "further improvement" to the glabella eschar since applying the aloe vera. Additional updates a few days later notes that the patient is still feeling ok and that the glabella is getting better. Photos reviewed by the doctor were noted as "looks good." The patient has also been treated with stratomed cream. The blanching, edema, erythema, inflammation/irritation, necrosis, pain, pruritus and vascular occlusion have all resolved. Patient still has ongoing skin discoloration and scar.